Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in set) was not confirmed due to a lack of sample. The lot number was not provided; therefore a batch review cannot be conducted. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 alarm (indicating air in the set) on the homechoice (hc) machine during dwell 4 of 5. The patient was connected at the time of the alarm and the cause of the alarm was undetermined. The patient ended therapy and would notify the nurse of the incident. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was discarded. The devices involved in the incident were unknown. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.